Manufacturer narrative:
Insulin pump received with device software error followed by failure of flash memory alarm, problem isolated to the mother board. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to device software error followed by failure of flash memory alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the insulin pump had new software release detected error alarm and failure of flash memory error alarm. Customer's blood glucose value was unknown at the time of incidence. Customer received a second new software release detected error alarm after clearing the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.